Manufacturer narrative:
The escape button did not respond due to moisture damage to the keypad traces. No moisture damage was noted on the electronics. The functional tests could not be performed due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer's screen was foggy and scratched, making it hard to read. The customer also stated that the backlight did not always turn on. The customer's blood glucose was 375 mg/dl. The customer stated that the damage occurred over wear and tear. The customer also mentioned cannula problems with his infusion sets. Troubleshooting was done. The customer further mentioned that the keypad was not working properly when attempting to enter carbohydrates and bolus. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.